Event description:
On (B)(6) 2012, the patient claimed she had a cracked cartridge cap that she was unable to secure and continued to use the animas pump while getting repeated loss of prime warnings. Subsequently, the patient's blood glucose decreased to 47 mg/dl around noontime on (B)(6) 2012. The patient was feeling agitated and confused at the time of the low blood glucose reading and was treated with glucose drink and 15 grams of carbohydrate. Her blood glucose reading was resolved when her blood glucose was back up to the low 100's mg/dl. The following day she was able to lower her blood glucose reading of 270 mg/dl while feeling lethargic and nauseous with a bolus insulin dose. The animas representative noted there was product misuse since the patient was still using the subject pump knowing the cartridge was broken. The reported issue was resolved with training. This complaint is being reported due to use error and because, the patient had blood glucose excursion and symptom suggestive of acute complication of diabetes while on the animas insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.